Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient has been picking at the neck incision site and now has an infection. The patient is on antibiotics. Design history records dhrs for the lead and generator were reviewed and both were hp sterilized prior to distribution into the field.